Event description:
The following report was received by the baxter legal department: "the incident occurred in september of 2000. A 14-gauge catheter was inserted while the pt was about to undergo bypass surgery. Allegedly, 2-3 years later the pt discovered part of the needle in the arm and developed rsd (sympathetic dystrophy). The needle was removed from the arm and a photo was taken at the hospital; however, the photo was discarded."